Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and an evaluation was completed. During inspection, olympus confirmed the reported event of no image displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor communication occurred due to cable failure and the image was not displayed. The cause of the occurrence of cable failure could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for a therapeutic urinary electrocision procedure, his olympus camera head was intermittently dropping the image. According to the initial reporter, the intended procedure was completed using another device. Reportedly, there was no patient harm or delays in the procedure.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.